Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance issues. In the same procedure, the pacemaker was explanted due to normal battery depletion. No additional adverse patient effects were reported.